Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer removed the ureteral stent from the packaging box during use. Before passing the stent through the guide wire, the customer pulled apart the wire and applied a gentle transverse pull force to the stent. The stent was ruptured and replaced with a new one (778626) to continue the procedure . After operation, the patient had a fever. Since the problem had occurred at the this hospital for the third time, the doctors¿ confidence in this product had been severely impacted. The hospital asked the company to explain about the stent ruptures and hopes the company to pay more attention to this. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It was unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one opened (with original packaging), inlay stent was submitted. Visual inspection of the photo sample noted evaluation of the product packaging with no product, unable to determine whether the device breakage occurred based on the photo sample. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be "stent breaks during insertion". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer removed the ureteral stent (778626) from the packaging box during use. Before passing the stent through the guide wire, the customer pulled apart the wire and applied a gentle transverse pull force to the stent. The stent was ruptured and replaced with a new one (778626) to continue the procedure . After operation, the patient had a fever. Since the problem had occurred at the this hospital for the third time, the doctors¿ confidence in this product had been severely impacted. The hospital asked the company to explain about the stent ruptures and hopes the company to pay more attention to this. It was unknown what medical intervention was provided for the infection.

Event description:
It was reported that the customer removed the ureteral stent from the packaging box during use. Before passing the stent through the guide wire, the customer pulled apart the wire and applied a gentle transverse pull force to the stent. The stent was ruptured and replaced with a new one to continue the procedure. After operation, the patient had a fever. Since the problem had occurred at this hospital for the third time, the doctors¿ confidence in this product had been severely impacted. The hospital asked the company to explain about the stent ruptures and hopes the company to pay more attention to this. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.